Event description:
A balloon rupture following multiple inflations at 22 atmospheres, well beyond its rated burst pressure, during an arteriovenous hemodialysis fistula graft dilatation procedure of a 70-80 percent occluded graft. During withdrawal of the ballon catheter, balloon material detached and reamined in pt. Percutaneous retrievel attempts were unsuccessful. Pt underwent graft revision and incidential retrieval of the balloon material. Pt's condition is good. A portion of device has been recveived, evaluated and retained by MFR. Engineering evaluation indicated balloon was detcahed from catheter shaft and was not returned for evaluation. A kink was noted at the strain relief and catheter shaft was flattened 21cm to 26.5cm from distal tip. Microscopic exam indicated the entire balloon detached . Adhesive was noted on the catheter shaft. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or califications. It was also indicated this device was inflated well beyond its rated burst pressure. Co believed above factors may have contributed to this event. Co's directions for use state: "the rated burst pressure should not be exceeded. Inflation in excess of rated burst pressure may cause the balloon to rupture. If loss of pressure within balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully".